Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01415. This report is being submitted as additional information. Approximate age of device ¿ 4 years and 11 months. A correlation between the device and the reported event could not be conclusively determined through this evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Not returned.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired on (B)(6) 2017. The patient died at home, and the cause of death was unknown. It was reported that the lvad functioned as intended. No further information was provided.